Event description:
Complainant indicated that the medics were attempting to defibrillate a 45 yr old male pt who was in ventricular fibrillation. The medic attempted to defibrillate the pt, but rec'd a "paddle fault" message. The medics then turned the device off and then on four times, while trouble-shooting the connection between the paddles and the defibrilltor connector before the device would function. The medics allege that they were then able to defibrillate the pt six times in two series of three shocks each. After 20 minutes of als intervention the pt had an asystole rhythm. The pt subsequently expired.